Manufacturer narrative:
The returned valve was patent. However, it did not meet the requirements for siphon, reflux, leak, preimplantation, or pressure-flow testing due to proteinaceous debris within the valve, and a tear in the rim of the delta chamber. The integral outlet connector contained damage which is consistent with improper handling by surgical tools. It is unknown how or when this damage occurred. Although the damage was reported to have been found prior to contact with the patient, the presence of proteinaceous debris suggests that the device did have patient contact. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. Also, the instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the physician found that the device was broken when it was tested and that it could not be used. The report states that a new device was obtained to complete the procedure. According to the report, the patient did not incur an injury as a result of the event.